Manufacturer narrative:
(B)(4).

Event description:
Complaint description: patient had chemo therapy via PICC line, patient had CT, post CT nurse identified external line between hub and connection had collapsed. PICC had been in use for 1 week.

Manufacturer narrative:
(B)(4). The customer returned a 1-l 4fr x 50cm PICC catheter for evaluation. The catheter displayed signs of use. Visual examination revealed that the distal extension line was stretched/ballooned for the entire length of the extension line (juncture hub to luer hub). The appearance was consistent with stretching caused from line "aspirate and flush" were faded due to the stretching of the material; however, they were still visible. The luer hub of the catheter indicated the max flow rate for the catheter is 4 ml/sec. The distal extension line was flushed with water using a lab inventory 10ml syringe and no blockages was observed. Water flushed out of the catheter tip with minimal resistance. The distal extension line was pressurized with air using a lab inventory 50ml syringe and the extension line diameter expanded but no leaks or crossover was observed. The extension line was pressurized with water (30psi) using the lab leak tester and the extension line diameter expanded but no leaks were observed. A device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit contains several warnings in regards to the pressure injection including to ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications. The IFU warns not to exceed the maximum pressure of 300 psi and not to exceed 5 injections or the catheters maximum recommended flow rate. The IFU instructs the user to warm contrast to the body temperature prior to power injection and that pressure limit settings may not prevent over pressurization of an occluded catheter. The instruction booklet also states to use appropriately rated 60 inch pressure tubing between the catheter and power injector equipment to minimize the risk of catheter failure. The pi info card supplied with this kit (c-35052-103e) specifies the volumetric flow rates arrow catheters can withstand. This catheter's max flowrate is 4 ml/sec. The customer did not supply the max flow rate used during the procedure. The manufacturing facility was contacted to obtain more information regarding a pressure test performed on catheters during the manu facturing process. The facility confirmed that a pressurized leak test (in which each pressure-injectable lumen is independently pressurized to 190 psi with nitrogen) is performed on the distal lumen. All pic catheters that are produced in the facility are subjected (100%) to the test as part of the manufacturing process. The 190 psi pressure test conducted by the manufacturing facility corresponds with a higher flow rate (6 ml/sec) than what is recommended in the IFU for this catheter. The customer report of the distal extension line stretching/ballooning was confirmed through evaluation of the returned sample. The distal extension line was stretched/ballooned for the entire length of the extension line; from the juncture hub to the luer hub. The appearance of the damage was consistent with catheter stretching due to pressures that exceeded the strength of the catheter body. No blockages or leaks were observed while functionally testing the catheter during investigation. A DHR review did not reveal any evidence to suggest a manufacturing or design related cause. The manufacturing facility was contacted to obtain more information regarding a pressure test performed on catheters during the manufacturing process. The facility confirmed that a pressurized leak test (in which each pressure-injectable lumen is independently pressurized to 190 psi with nitrogen) is performed on the distal lumen, and all pic catheters that are produced in the facility are subjected (100%) to the test as part of the manufacturing process. The 190 psi nitrogen pressure test conducted by the manufacturing facility corresponds with a higher flow rate (6 ml/sec) than the one recommended in the IFU (4 ml/sec) for this catheter. Since the catheter was able to withstand the manufacturing pressure test and since the defect was reported during use, it was determined that operational context caused or contributed to this event.

Event description:
Patient had chemo therapy via PICC line, patient had CT, post CT nurse identified external line between hub and connection had collapsed. PICC had been in use for 1 week.